Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced with a different pacing lead due to diminished sensing.  The rv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6, additional codes img (annex g). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device change out procedure, it was noted that the right subclavian vein was not passable due occlusion. It was also reported that the rv lead pace/sense portion was capped and replaced with a different pacing lead due to diminished sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.